Manufacturer narrative:
The investigation for the reported aic - pump stop has been completed. The product was returned and the aic - pump stop was confirmed. Device analysis: console was tested with several known good pumps where the same issue occurred across all pumps. Field service swapped in a known good impellatronics board and tested with known good pumps. No issues occurred. Affected aic was ran with pump and purge after an impellatronics board replacement where no issues occurred. The cause of the repeated impella stopped alarms was a defective impellatronic board. The cause of the defective impellatronic board is unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the automated impella controller (aic) was associated with a stoppage of the pump, which was resolved by replacing the console. The patient ultimately expired as care was withdrawn. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.